Event description:
A revision surgery had to be accomplished due to a bushing failure, approximately 5 years after the implantation of the prosthesis.

Manufacturer narrative:
We never received the complaint sample after 3 reminders. We will complete the investigation w/o further info. This event occurred outside of the us and involves a prod that was mfg outside of the us. However, because the affected prod is also marketed in the us, (B)(4) is submitting this MDR to ensure full compliance with 21 cfr part 803. (B)(4).